Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. Investigation is completed.the following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h10. Heraeus batch records review indicates there were no quality deviations, no change notifications, and no corrective and preventive actions. All verifications, inspections, and tests were successfully completed. Product examination was not performed as the product was not returned from the customer. This complaint is unconfirmed. The root cause cannot be determined as per heraeus, the potential root cause of the reported event is the recipe / formulate, hazard: curing time too long, hazardous situation: prosthesis not stabilized quickly enough, potential harm: extension of or time. There are different aspects, such as room temperature, bone cement components, prosthesis, mixing device, humidity, storage conditions, and mixing technique, which can have an impact on application and curing phases. Thereby curing times can differ. These do not affect the mechanical properties of the product. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information and the investigation is complete, a follow up/final report will be submitted. Discarded.

Event description:
It was reported that the after mixing of the bone cement it would not form. After mixing the components, cement stayed liquid. There is a report of a 20 minute delay which was the minimal additional procedure time that is a customary amount of time for the access and exchange of a product or supply. There was no harm to the patient as a result of this malfunction.